Event description:
It was reported that during the general surgery that the doctor opened a psee60a for a general surgery case on 4/11 to which they noticed prior to using on the patient that the device was having issues opening and closing. The device would get stuck with jaws mid open as well as mid closing. Once they did this several times to check the device prior to using, a spring popped out when they tried to engage. This happened prior to surgery and was not used in the case and there was no patient harm.

Manufacturer narrative:
(B)(4). Date sent: 5/24/2023. D4: batch # 763a28. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with a broken handle near where the battery is placed and with no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence. The staple line and cut line were complete and the staples meet the staple form release criteria. Upon further inspection, the firing trigger would not function as intended and felt loose. In order to verify the condition of the internal components, the device was disassembled, and the spring firing trigger was noted as not present. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the spring firing trigger is potentially related to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. It is possible that the damage noted on the handle was due to improper handling of the reload. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number 763a28, and no non-conformances were identified.